Manufacturer narrative:
This report is filed october 28, 2013.

Event description:
Per the clinic, the patient experienced an infection around the implant side resulting in the extrution of the receiver/stimulator.the device was explanted on (B)(6), 2013. It is unknown if there are plans to eimplant the patient with a new device as of the date of this report, (B)(6), 2013.the manufacturer became aware upon receipt of the explanted device on (B)(6), 2013.

Manufacturer narrative:
(B)(4).